Manufacturer narrative:
Date sent 07/09/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, the plastic tip of the device broke off into the probe. The physician was able to deploy another marker into the biopsy site. There have been no pt consequences reported.